Manufacturer narrative:
(B)(4). Customer replaced the o2 sensor to resolved the issue, as per customer unit is back in service. Covidien was not authorized to conduct the repair.

Event description:
It was reported that oxygen ( o2) sensor failed calibration on 840 ventilator. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.